Event description:
It was reported that the implantable loop recorder is recording a lot of atrial fibrillation that are noise episodes. The patient uses a lot of power tools and the device may be oversensing due to electromagnetic interference. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.